Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) verified the reported issue, the cooler heater unit had very sludgy water in the tank and was constantly alarming "pump not primed". The fsr drained the tank, cleaned and flushed the water, removed the pressure sensor and removed debris that was blocking the fitting. The fsr drained and cleaned the tank again, reinstalled the pressure sensor and tested for function. The unit operated to manufacturer's specification and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the biomed: they defrost the cooler heater unit once a year during preventive maintenance (pm), the fault indicator light was illuminated for "will not prime", their maintenance process for the unit is they clean condenser fins and filter, oil check functions yearly, their chlorine maintenance schedule is yearly, and use 1 cup of chlorine, no leaks were observed, the water was not cloudy or discolored and there is no knowledge of patient infection that may be associated with the cooler heater unit.

Event description:
The user facility&#38112;biomedical engineer (biomed) reported that during routine testing of the device, she found the cooler heater unit in a constant alarm. There was no patient involvement.